Event description:
Additional information received from the patient reported the circumstances that led to their device showing a power on reset message and not having stimulation was changing the batteries in the controller.

Manufacturer narrative:
(B)(4).

Event description:
A patient who had an implanted neurostimulator (ins) for non-malignant pain and chronic low back pain reported on (B)(6) 2015 that they saw an informational power on reset (por) message, and their stimulation was off. They had gone to check the ins with the programmer and saw the "replace pp batteries" screen. After changing the batteries, the por message had appeared. The patient was able to clear the por message and turn stimulation back on to resolve the issue. A supplemental report will be submitted if additional information is received.